Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to low blood glucose on unknown date with blood glucose level of 39 mg/dl. Customer experience lots of low and she was rush to hospital in an ambulance because of her low so her doctor. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.